Event description:
Related manufacturer reference number: 2017865-2021-25964. New information notes that the right ventricle lead and atrial lead were both explanted and replaced on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-25964. It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited far p over-sensing and inappropriate therapy. X-ray revealed that the right ventricle lead and atrial lead were both dislodged possibly due to twiddler¿s syndrome. No intervention was performed. Patient was stable.